Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope experienced image interference due to dirt or scratches on the lens. It was unknown when the event took place. There was no report of patient or user harm associated with the event. Subsequently, the device was returned to olympus for evaluation. It was discovered that there was foreign matter clogging within the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle. The customer returned the device to olympus for evaluation. During inspection and evaluation the customer allegation of distal end defects was confirmed and was due to a dirty objective lens. Additionally, the nozzle had foreign objects. This is due to insufficient cleaning. The following findings were also identified and are as follows: (a.) Adhesive on the bending section cover (a-rubber) had a crack, (b.) Due to clogging of nozzle, water removal ability did not meet the standard value, (c.) The distal end cover was dirty, (d.) The connecting tube had a scratch, (e.) The image guide protector had a scratch, (f.) And the protector of the universal cord on the control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.